Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about on (B)(6) 2010 and was revised on (B)(6) 2024. It is further alleged that the patient suffered injuries as a result of implantation of the device(s) at issue, device recall, and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown securfit stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to elevated cobalt and chromium levels. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level and disassociation involving an unknown security stem was reported. The event of abnormal ion level was not confirmed. The event of disassociation was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: I can confirm that the patient had a right total hip arthroplasty since I was able to review the primary operation report and x-rays with the implant in place. I can also confirm that the patient developed a head neck disassociation because I was able to review x-rays showing the disassociation. I can also confirm that the patient had a revision with a competitor implant because I was able to review the operation report. The root cause of this event cannot be determined with certainty. The root causes of head neck disassociation are multi factorial including surgical technique, patient lifestyle, activity level and bmi as well as implant factors. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to elevated cobalt and chromium levels. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.